Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutpro-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this 26mm transcatheter bioprosthetic valve, the implanting physician chose to use this valve due to the pre-case planning fit analyses. During the attempted implant, three failed deployment attempts were observed. The valve was unable to be positioned, despite pacing effort. The valve was reported to have dislodged. According to the implanter, the dislodge was possibly due to the annulus of the aortic valve being larger than pre-case computed tomography (CT) scans. The valve was recaptured onto the delivery catheter system (dcs) and withdrawn from the patient. The valve was replaced with a larger 29mm valve due to the sizing issue. During the attempted deployment of the second valve, two failed attempts were noted. It was also reported that this valve would dislodge, despite pacing. Per the physician, the difficulty in implantation was due to a non-medtronic guidewire (lunderquist) that may have been too stiff. The guidewire was replaced with a medtronic wire and the valve and dcs were withdrawn from patient. After the assessment of the valve, the physician noted fibrins attached to the valve frame. The valve and dcs were replaced with the third valve used in this case. A new valve and dcs were used for successful implant. No adverse patient effects were reported.